Event description:
The surgeon inserted an icm130 13.0 mm implantable collamer lens on (B)(6) 2011 and the lens was removed on (B)(6) 2011 due to excessive vault. Elevated iop and angle closure were noted. The lens was exchanged for a shorter one and this resolved the problem.

Manufacturer narrative:
(B)(4).